Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The event description indicates that the footswitch needs to be replaced. It is likely that the damaged component could have affected the device performance leading to the event experienced by the customer. Based on the information available, since an expected or random component failure was identified without any design or manufacturing issue, the most probable cause of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that error 425 (#2 footswitch shorted) occurred. The footswitch needs replacement. The procedure was not completed. There was no patient outcome reported. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. This event is being reported for aborted/cancelled procedure with or unknown sedation.

Event description:
It was reported that error 425 (#2 footswitch shorted) occurred. The footswitch needs replacement. The procedure was not completed. There was no patient outcome reported. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. This event is being reported for aborted/cancelled procedure with or unknown sedation.